Event description:
It was reported that patient presented for follow-up in clinic. It was noted that right ventricular (rv) lead exhibited high pacing impedance. It was also suspected that the lead had fractured. The rv lead was explanted and replaced with new lead. Patient condition was stable.